Manufacturer narrative:
E1: phone = (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the device package, prior to use for an unknown procedure, approximately five centimeters of a newton straight fixed core wire guide¿s distal tip was found to be elongated, stretched, and ¿very floppy¿. Per the reporter, the device was damaged prior to opening the package. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event.

Event description:
Additional information was received 03aug2025. Another wire of the same type was used to successfully complete the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9 h3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, upon opening the device package, prior to use for an unknown procedure, approximately five centimeters of a newton straight fixed core wire guide¿s distal tip was found to be elongated, stretched, and ¿very floppy¿. Per the reporter, the device was damaged prior to opening the package. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 03aug2025. Another wire of the same type was used to successfully complete the procedure. Corrected information: d4 = UDI investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was elongated, starting at approximately ten centimeters from the distal tip. The wire was also bent approximately eight centimeters from the distal tip. The length of wire that extended from the spiral holder was within specification. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that transport/storage contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.